Event description:
It was reported that the device exhibited episodes of ventricular tachycardia that was unsuccessful reverted after several shocks. Both device and lead were explanted. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported event of failure to convert rhythm was not confirmed in the laboratory. The device was tested on bench using oscilloscope, and no anomalies were found.